Manufacturer narrative:
Continuation of d10: product ID 977a290 lot# serial# (B)(6) implanted: (B)(6) 2018 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the event resulted in in-patient hospitalization.

Manufacturer narrative:
Continuation of d10: product ID 977a290 lot# serial# (B)(6). Product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a290, serial/lot #:(B)(6), ubd: 12-sep-2021, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was no good stimulation in the patient's left leg. Reprogramming took place several times but it was still not good. An x-ray was taken and it was noted there was migration of the lead tip from th 9-10-11 to th 10-11-12. It was noted there was lead migration/dislodgement. Etiology indicated the event's relationship to the device/therapy was probable, and not related to the implant procedure. Surgical intervention took place to add a new lead component, and it was noted the event was resolved with sequelae 20-dec-2023. Additional information was received. The etiology was updated to indicate a causal relationship of the event to the device/therapy. Resolution was updated to be resolved without sequelae on 2023-dec-20. A loss of efficacy was noted.